Event description:
It was reported the patient had a shocking or jolting sensation. The event occurred 6-12 months prior to report. The patient was shocked in their head. It was noted they had shocking once and they couldn¿t remember when it was. They could not confirm whether they had the shocking from a dermatologist appointment ¿or what or when it was.¿ it was stated they had anew battery put in but the patient was unsure why or when. They had the replacement about a year prior to report. It was further reported it was unknown if the patient had a 50% or greater symptom reduction and the cause of the event was not determined and they did not know if it was device related or not. The patient had recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 7436, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3387-40, lot# j0519515v, implanted: (B)(6) 2005, product type lead; product ID 3387-40, lot# j0527069v, implanted: (B)(6) 2005, product type lead. (B)(4).